Event description:
No patient involved. Unit tag states "unit will not charge up".

Manufacturer narrative:
The date of this follow-up report is 9/29/1998. The original MDR states that "the relay will be returned to the MFR for evaluation." This did not happen. The relay involved is not a critical component and was not returned to the MFR.